Manufacturer narrative:
As reported, during the use of 5f mynxgrip vascular closure device (vcd), the balloon did lose pressure upon inflation at the 1st stop. Therefore, it was replaced with another mynxgrip vcd however, it did not deploy the sealant correctly and it was only partially deployed. The sealant was not dislodged. Hemostasis was achieved by 20 minutes manual pressure. There was no reported patient injury. The (device) was intended to be used for a superficial femoral artery (sfa) angioplasty with a retrograde approach. The deployer¿s mynx training status was mynx certified or trained. The mynx vcd devices were prepped according to IFU instructions. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The device was used in an arterial vessel type. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The lesion had a little vessel tortuosity. The stick location was in the common femoral artery (cfa) above the bifurcation and below the external iliac artery (iea). There was the presence of peripheral vascular disease (pvd) / calcium in the vicinity of the puncture site. The patient's hospitalization was not extended as a result of the event. The patient¿s outcome/status after the mynx event was recovered. There was no prior peripheral transluminal angioplasty (pta) stent or vascular graft in the common femoral artery. There was no visible damage in the distal end of the sheath after removal. The patient did not have a thin body build and did not shallow vessel depth. The procedure used a non- cordis sheath, non- cordis balloon catheter, non- cordis guiding catheter and non-cordis laser atherectomy catheter. Additional procedural details were requested but are unknown. The product was not returned for analysis. A product history record (phr) review of lot f1932202 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ and ¿sealant misdeployment ¿ partial¿ could not be confirmed as the devices were not returned for analysis. The exact cause of the reported events could not be conclusively determined. Procedural factors, such as damage to the procedural sheath may have contributed to the reported events. According to the instructions for use (IFU), which is not intended as a mitigation of risk, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review, nor the information available for review suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Event description:
During the use of 5f mynx grip vascular closure device (vcd), the balloon did lose pressure upon inflation at the 1st stop. Therefore, it was replaced with another mynx grip vcd however, it did not deploy the sealant correctly and it was only partially deployed. The sealant was not dislodged. Hemostasis was achieved by 20 minutes manual pressure. There was no reported patient injury. The (device) was intended to be used for a superficial femoral artery (sfa) angioplasty with a retrograde approach. The deployer¿s mynx training status was mynx certified or trained. The mynx vcd devices were prepped according to IFU instructions. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The device was used in an arterial vessel type. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The lesion had a little vessel tortuosity. The stick location was in the common femoral artery (cfa) above the bifurcation and below the external iliac artery (iea). There was the presence of peripheral vascular disease (pvd) / calcium in the vicinity of the puncture site. The patient's hospitalization was not extended as a result of the event. The patient¿s outcome/status after the mynx event was recovered. There was no prior peripheral transluminal angioplasty (pta) stent or vascular graft in the common femoral artery. There was no visible damage in the distal end of the sheath after removal. The patient did not have a thin body build and did not shallow vessel depth. The procedure used a non- cordis sheath, non- cordis balloon catheter, non- cordis guiding catheter and non-cordis laser atherectomy catheter. The devices will not be returned for analysis since they were discarded. Additional procedural details were requested but are unknown.